Manufacturer narrative:
This follow-up MDR is created to document the additional implant information. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain. Quality accepts the physician's observations as to the reason for surgical intervention.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, doctor explanted previous device pump / cylinders / reservoir and replaced with another. No problem was noted with the device. Replacement was requested by patient due to pain.